Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-9676 was received for investigation. The reamer ar-9676 was received stuck inside the ar-9597-20. Visual evaluation it was found that a reamer is stuck within the device. In the evaluation of the driver shaft, it was noted nicks and dents were possibly caused by the user trying to disconnect both devices. The observed condition is most likely caused by overheating during use, which can be attributed to the device's age or extensive use. Functional testing was not performed due to the devices binding together.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/26/2024, it was reported by a sales representative via (B)(4) that an ar-9597-20 angled reamer got stuck in an ar-9676 drive shaft. This occurred during use in a case with no patient effect.